Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was serviced by the customer. The customer was able to clean the liquid in the air trap chamber, after which the console passes all the final functional testing and is working as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system (B)(4).

Event description:
A patient was hospitalized in ICU and an ivtm therapy was needed. During therapy, a start-up kit (suk) leak was observed and the console displayed an air trap alarm. The customer replaced the suk and console to continue with therapy. No patient harm occurred.